Event description:
Follow-up information received indicated surgical intervention was undertaken and the patient's drg was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Patient experienced pain in the hip down to the foot (after a fall down the stairs) following permanent implant surgery ( (B)(6) 2017). Steroid injections did not provide pain relief. As such, drg s1 lead was explanted (B)(6) 2017 (reference MFR. Report# 3008829311-2017-00313). Pain did not resolve after the lead was explanted. Patient was reprogrammed multiple times with no resolution for hip pain. As a result, surgical intervention may be pending to address the issue.